Event description:
Second revision surgery - the surgeon found that the patient had bad bone quality. The baseplate failed and when the surgeon took out, the glenosphere, baseplate and screws it all came out in one piece.

Manufacturer narrative:
The reason for this revision surgery was that the patient had bad bone quality. The previous surgery and the revision detailed in this investigation occurred 8.3 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a serious risk to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the suspect medical device that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the baseplate failure. It seems that the event may have occurred due to osteoporosis, pre-existing condition of the patient, patient activities and trauma. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. No additional information was submitted with the complaint regarding any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.